Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right internal jugular vein due to deep vein thrombosis (dvt) and postoperative bleeding. Patient is alleging vena cava perforation and organ perforation. The patient further alleges ¿the filter perforated my ivc, aorta, duodenal serosa, and lumbar vein. As a single mother, I had to drive back and forth to houston to get it removed, and the removal put me out of commission for 12 weeks. I had to get secondary surgery to repair muscle, scarring and a hernia from the removal surgery¿ as well as limited activity, stress and anxiety. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, "positive for caval perforation. A total of four prongs have perforated the ivc.¿ ¿maximum distance prong perforated is 9 mm.¿ ¿one of the prongs extends into the right lateral wall of the aorta.¿ ¿coronal images show 8-degree tilt superior right to inferior left.¿ ¿one of the prongs extends into the right lateral wall of the aorta.¿ per open removal of inferior vena cava filter operative report dated (B)(6) 2018, ¿findings: inferior vena cava filter with filter tip embedded in cava wall and three struts perforating cava wall. Procedure: several struts were identified protruding from the vena cava. One strut was abutting the serosa of the duodenum, one was abutting the infra-renal aorta and the third perforating strut was embedded in a lumbar vein. These were clamped and divided with a wire cutter, outside the cava and were pried loose from the duodenal serosa, aortic adventia and the lumbar vein. The apical filter hook was then dissected from the inside of the vena cava with an 11 blade and grasped with a needle driver. The remainder of the struts were freed from the inside of the vena cava and the filter was removed and sent to pathology for ID. A small caval perforation was seen which was repaired with two interrupted 5-0 prolene sutures.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Tilt, vena cava (vc)perforation, organ perforation (aorta, duodenal serosa, and lumbar vein); secondary surgery to repair muscle, scarring and a hernia as a result of the retrieval surgery; limited activity, stress and anxiety. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported secondary surgery to repair muscle, scarring and a hernia as a result of the retrieval surgery; limited activity, stress and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.